Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments or partial display anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen which made it not readable. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.